Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad trace. No frozen screen or button error alarm noted during testing. No moisture damage inside pump noted. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer had a frozen screen today. Customer tried changing the battery and it is still frozen. Customer stated that she received a button error alarm and the screen would not respond. Customer stated that the pump was exposed to sweat. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.